Manufacturer narrative:
Review of surgical images for procedure#: (B)(6) shows movement starting on frame 27 and continuing through frame 37. Patient movement could cause or contribute to reported full thickness ak and therefore, requiring a suture. Recommend treatment pause and abort be reviewed with the user. Patient is doing well post operatively. No further clinical follow-up required.

Event description:
On (B)(6) 2025, doctor (B)(6) / -c21u) reported to cas that they experienced full thickness ak during procedure ID#: (B)(6).